Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: one photo sample was received for evaluation. The syringe has no barrel label, therefore failure mode is verified. This was most likely due to a process variation in the plunger rod labeler machine. This is the first complaint for the lot#s 814600n and 805088n for the same defect or symptom. There was no documentation of issues for the complaint of batch #s 814600n and 805088n during these production runs. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd posiflush¿ heparin lock flush syringe there was an issue with no labeling on the product.